Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the scope wash connector tubing on the device handle was dislodged from its original location; the tubing was returned. The handle of the device was opened; there was evidence of adhesive on the left and right ribs and on the scope wash connector tubing. While we are unable to conclusively determine a root cause, the reported event its likely attributable to excessive force. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the oxygen line on the vasoview 6 pro had been cut. The hospital did not report any patient effects.